Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Thrombosis/thrombus is listed in the mitraclip system gen 4 instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information, a cause for the reported thrombosis/thrombus (mitral/tricuspid valve: n/a) could not be determined. The reported unexpected medical intervention (n/a) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced and a blood clot was observed. Aspiration was performed and the clot got stuck in the hemostasis valve. The decision was made to remove the sgc and a new sgc was used. Three clips were implanted, reducing mr 1. No additional information was provided.